Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. The stapler was returned with 30 staples remaining in the cover block, indicating at least 5 staples were fired by the customer. The trigger was returned not engaged. No clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon engagement of the trigger, the first staple misfired. Another attempt was made, and the second staple formed and released properly. To simulate insertion into the skin, 10 staples were fired into a simulated skin pad without issue. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. It was observed that the saddle spring was attached to the incorrect component. It was attached to the shuttle, rather than the pusher. Several actions were taken to address this issue as part of a non-conformance , which was closed on 14-jun-2024. The returned sample was manufactured prior to these actions on 30-aug-2023. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose. Upon functional inspection, the first staple misfired. The stapler was disassembled, and it was observed that the saddle spring was attached to the incorrect component. It was attached to the shuttle, rather than the pusher. Several actions were taken to address this issue as part of a non-conformance, which was closed on 14-jun-2024. The returned sample was manufactured prior to these actions on 30-aug-2023. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".